Manufacturer narrative:
The returned customer meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr, donor hct: 48% and 46%. Testing results: donor 1: master lot / customer strip and meter 2.8 inr/ 2.7 inr. Donor 2: master lot / customer strip and meter 2.6 inr/ 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated they received questionable results from coaguchek xs meter serial (B)(4) compared to the results from a professional meter. The caller received an "error 4" before dosing the test strip. Per product labeling, the error indicates the test strip is unusable. The caller stated they resolved the error 4 issue prior to the call to customer support. At 10:00 am, the result from a nurse¿s professional coaguchek xs meter was 2.3 inr. The caller stated that prior to that the nurse had a power concern with her meter. A few minutes later around 10:05 am, the result from the customer's meter was 1.8 inr. The nurse only reported the result on the professional meter to the doctor as she considered the result on her meter to be correct. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.0 inr. The customer was anemic, but her hematocrit was unknown. The customer did not have antiphospholipid antibodies. Her coumadin dose has not been changed. She was taking a diuretic and was on a low sodium diet due to congestive heart failure. The suspect meter and strips were requested to be returned for investigation. Replacement product was set to the customer.